Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box history found call service 054 alarms had occurred. The call service alarms were determined to be consistent with a sleep alarm which would result in the screen being blank for several minutes. During testing the pump display screen was found to power on appropriately. During investigation several cs 054-0000 alarms verified in black box and history. Cs 054-0000 are consistent with sleep alarms that cause the screen to be blank for several minutes. The display was found to be fully functional during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump display screen was blank but the pump was vibrating. The reporter confirmed that the pump battery was replaced without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.